Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: could not duplicate with retained devices. Source: phone.

Event description:
Reported 2 false positive results for flu a; 50 tests were completed on asymptomatic patients. Unknown if the results were confirmed. Confirmation method(s) not provided.